Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm. The customer's blood glucose (bg) level was 323 mg/dl and the pump was to be used to address the bg level. The customer was to change out the cartridge.